Event description:
It was reported that when the ventricular assist device (vad) coordinator reconnected the heartmate ii patient to the power module/system monitor there were no pump settings displayed on the system monitor and the screen read ¿heartmate 3 lvas¿. The patient¿s pump parameters were still visible on the system controller screen. The patient was transitioned back to batteries and then reconnected to their system monitor/power module, but the vad coordinator was still unable to view pump parameters and the system monitor screen displayed the same ¿heartmate 3 lvas¿ message as before. The vad coordinator disconnected the system monitor cable from the power module and reconnected it, which resulted in the pump parameters displaying on the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a system monitor communication issue, was confirmed as the customer sent in a photo of the screen. However, a malfunction of the system monitor was not confirmed. The customer fixed the issue by disconnecting and reconnecting the monitor display cable (between the system monitor and power module). The system monitor was kept in use by the customer. No other parts were returned for evaluation. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (part number (pn) 101214) was built in may2012. The packaged system monitor (pn 1286) was placed into inventory on 04jun2012. The unit was placed into the rental/loaner pool (pn l1286) on 15jun2012. The unit was shipped to the customer on 14jan2014. The unit was last serviced on 17feb2017 (per service work order (swo) - software upgraded to ver. 7.32). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.